Manufacturer narrative:
It was reported that following insertion the patient experienced extrusion and bleeding. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced hematuria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence, urinary retention and urinary frequency.

Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems, vaginal scarring and organ perforation. It was reported that patient underwent mesh revision on (B)(6) 2007 at 6 week follow-up due to mesh not right. On (B)(6) 2011 the patient underwent sling removal and urethral lysis due to exposed infected mesh. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.